Manufacturer narrative:
Device evaluation: device evaluation not yet completed. Received two units in original packaging and one unit used. Evaluation: conclusions, other: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
Three h1rc rotating adapters blew apart when injecting at 750 psi. No report of harm or injury. Specific details for each event were not provided by the customer. One used and two unused stopcocks were returned for evaluation. This is report 3 of 3 for this event. Reference: 1721504-2010-00097, 1721504-2010-00098.